Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose levels as high as 16-18 mmol/l (288-324 mg/dl) for the past 1.5 weeks. The patient was sometimes able to correct the elevated blood glucose levels after changing the infusion device's accessories. The patient thinks the infusion device delivers too low an amount of insulin. She also reported that the rubber covering of the up and down buttons was damaged. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.